Event description:
It was reported that the device had been programmed to high outputs due to high thresholds on a competitor's left ventricular (lv) lead, and was approaching elective replacement indicators (eri). Premature battery depletion was suspected, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.